Manufacturer narrative:
Section h10: (h3): the engineering evaluation noted the broken instrument reported was likely the result of the prongs of the pin puller experiencing excessive forces during the extraction of bone pins. Section h11: corrections made in the following section(s): (d4) lot number was reported in the serial number, this has been corrected. (G4) original awareness date was (B)(6)2019.

Manufacturer narrative:
Pending evaluation.

Event description:
Surgeon was putting in the proximal tibia and the puller just snapped and three of the prongs came off. Two were found, one was not, had to x-ray the patient and didn¿t see third prong in there. This caused a 20 minute delay to case, rep was present, no know effect to patient.